Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report#: 1627487-2014-25552, 25553. It was reported the patient is not receiving stimulation from her right occipital (for off-label use) lead. Diagnostics revealed no anomalies. Reprogramming did not undergo surgical intervention to address the issue at a later date. All possible leads are being reported since it is unknown which lead is not providing stimulation.